Event description:
I have had my arion monobloc extra huat silicone implants since 2013 and have developed swollen lymph nodes that are reactive and swollen everyday. Hair loss, gastrointestinal health problems, skin problems such as psoriasis, eczema, cardiovascular problems, anxiety, migraines, joint pains and aches, fatigue, memory loss, confusion and much more. FDA safety report ID# (B)(4).